Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Insulin pump was unable to confirm prime alarm due to unresponsive buttons. Insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Insulin pump had a corroded electronic assembly and motor assembly noted during visual inspection.

Event description:
It was reported that the customer had high blood glucose levels of 210 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer reported that the insulin pump was accidentally left inside the washing machine and was exposed to water. The customer also reported that insulin was squirting out of the insulin pump during the priming process.. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.